Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the right l2 screw placed with the guidance system was found to be deviated in a post-op CT scan. The screw was deviated about 3.5 mm. The cause of the deviation was unknown. The patient did not have any neurological system and a revision had not been scheduled. There was no patient harm and the procedure was not delayed.